Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced due to a scrotum infection. No further patient complications were reported in relation to this event.